Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an incomplete staple fire occurred while firing a white sureform 45 reload with a sureform 45 stapler instrument. The event occurred on vascularized colon tissue and during the first stapler fire. The affected colon tissue started bleeding after the initial firing. Approximately 20ml of unexpected blood loss occurred and it was taken care of immediately. The surgeon placed sutures to control the bleed. It was reported that there was unplanned tissue removal due to the firing issue. No tissue irregularities were noted. No errors were displayed by the system. A new stapler instrument and reload of the same type were opened to continue the case which was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the sureform 45 reload associated with this complaint for failure analysis investigations. Isi did receive the sureform 45 stapler instrument. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument clamped and fired green reload. No failures were found in the logs. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h11 for follow-up information.